Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
Sus voluntary event report #mw5093660 received reporting the following information: hypoglycemia; I updated the software on my tandem x2 insulin pump to the control-iq. The control- iq functionality is not working properly to suspend insulin basal delivery when blood glucose values are dropping rapidly, lending to the increased risk of hypoglycemia. The control-iq has obvious signs of an improper software update, but tandem tech support has been unwilling to acknowledge the fault in their product. Lowest reading during hypoglycemic incident in which control-iq did not decrease or suspend insulin basal delivery.